Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer reported removing the battery, replacing it and seeing a black circle on the insulin pump's screen. Customer did not recall any significant events that led up to the alarm. Blood glucose level was not provided at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The device also was received with cracked case at display window corners, minor scratched lcd window and missing end cap sticker.